Event description:
At about 3 months after primary, the patient came in reporting pain due to a dislocation of the head from the liner. The surgeon revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 05-feb-2024: lot 2315550: (B)(4) items manufactured and released on 30-jun-2023. Expiration date: 2028-06-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of the review. Lot 2309707: (B)(4) items manufactured and released on 03-jul-2023. Expiration date: 2028-06-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.